Manufacturer narrative:
The device was returned to mmdg, where it was evaluated. The reported complaint of over infusion could not be confirmed, however, the pump was found to be under infusing outside the amounts that mmdg considers non-reportable. The pump was found to be in need of calibration. The pump will be repaired and returned to the user facility.

Event description:
The initial reporter stated that the pump over infused. They also stated that this occurred during testing, and that no patient had been involved. (B)(4).